Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
The manufacturer received information alleging a ventilator was alarming. There was no patient harm or injury reported.